Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was confirmed by review of medical records stating patient was revised due to stage 1 procedure. The surgeon found purulent and inflammatory material presuming chronic infection of the joint. There was infectious material around the pseudocapsule and acetabulum. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: xl-200152 ¿ e1 active articulation bearing ¿ 730390; 650-1068 ¿ biolox delta taper ¿ 330410; 11-103201 ¿ taperloc stem ¿ 009340; us157852 ¿ m2a magnum cup ¿ 018300. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01557; 0001825034 - 2019 - 01559; 0001825034 - 2019 - 01560; 0001825034 - 2019 - 01562.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation. Approximately 1 year later, bulla developed on right hip. Patient underwent a stage 1 procedure with explant of implants and placement of a prostalac antibiotic spacer due to chronic infection of joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event of deep infection occurred approximately one month post revision with isolation of mrsa bacteria, a common nosocomial and community acquired pathogen that can reside undetected on the skin. The patient continued treatment for this multi-drug resistant infection until explantation of product and placement of antibiotic spacer occurred. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.